Manufacturer narrative:
The device in question (26092ama, hopkins telescope 6°, serial number (B)(6), manufactured 14-oct-2024) was received by the manufacturing site in germany on 21-oct-2025 for investigation. The device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "foggy", could not be confirmed. During the examination of the optics, a residue that impaired the image was found on the cover glass, but this could be removed manually without further ado. Furthermore, additional whitish residues of unknown origin were found in the working channels. Upon examination of the image, a displaced rod lens system was detected. Residues are visible in the negative focus area of the optics, but these do not have a negative impact on the image. Regarding the customer's description, no fogging of the optics could be detected or reproduced. The defects/deviations found are not attributable to a manufacturing/production error. The displaced rod lens system and the residues are attributable to clinical use or inadequate reprocessing. In addition, we want to draw your attention to page 6 of the corresponding instruction for use (document ID: (B)(4)) regarding "correct handling". The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the vision was foggy. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).